Manufacturer narrative:
A2: sex: male; d2a: common device name: catheter, urological. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site 3005471919.

Event description:
End user reports this year, 'he had a few times that he felt like he was in retention / could feel he was distended with urine and needed to cath. Following each cath he did, he said he got a uti. He got his first uti in (B)(6) 2023 and now recently just a few weeks ago a second one. He said he did get urine testing done each time, first in february and it was deemed a uti and given antibiotics, name unknown. He said a recheck of his urine showed he had cleared the uti after the antibiotic course. The second uti recently was again same symptoms and same thing he went to do urine testing, it was also deemed a uti was found and he said he got another round of antibiotics name unknown he just completed. He said both times the antibiotics made his symptoms go away rather quickly. He has since stopped cathing, has not needed to, he said md aware.' This emdr covers the 2nd uti from unknown lot.